Event description:
Procedure performed: bariatric sleeve gastrectomy. Event description: device after few 2 activations started do block the jaws, dr [name redacted] had difficulties with opening them again, it seemed that the mechanism had broke. We immediately opened new device but the issue was the same, the whole procedure device sounded like it was broken and jaws keep blocking and damaging the tissue while remaining close. After the surgery dr [name redacted] discussed this issue and noticed that releasing the knife button at the same time as releasing the latch starting to block the jaws, however, she didin't noticed something like this never before while working on [brand redacted]. Patient status: no patient injury or illness was reported. Intervention: new handpiece used.

Manufacturer narrative:
The event unit is not anticipated to be returned to applied medical. The lot number has not been provided. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction performed to update section a1.

Event description:
Procedure performed: bariatric sleeve gastrectomy. Event description: device after few 2 activations started do block the jaws, dr [name redacted] had difficulties with opening them again, it seemed that the mechanism had broke. We immediately opened new device but the issue was the same, the whole procedure device sounded like it was broken and jaws keep blocking and damaging the tissue while remaining close. After the surgery dr [name redacted] discussed this issue and noticed that releasing the knife button at the same time as releasing the latch starting to block the jaws, however she didin't noticed something like this never before while working on [brand redacted]. Additional information received from an applied medical representative via email on 08jul25: there was no patient injury and patient is good. The user did not observe audible noise or visual damage to the device prior to the incident. The surgeon did not really know how to do it so it created tension between jaws and tissue. The blade was not able to spring back into position/return to position automatically because the knife was blocking due to incorrect order of releasing. Tissue bleeding only if they were used force to reopen them. This was observed during the whole case. Other surgeon present during the case tried to help as he didn¿t struggle with the device during previous cases. Event device not returning. Patient status: good. Intervention: new handpiece used; other surgeon present during the case tried to help as he didn¿t struggle with the device during previous cases.